Event description:
It was reported that while using bd vacutainer® k2e 7.2mg plus blood collection tubes, one tube was underfilled. There was no patient impact reported. The following information was provided by the initial reporter: "customer has reported underfilling of edta tube. Venepuncture was performed using eclipse safety needle. Ored of draw was followed and there was no issue with the sst tube collected."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.6. Investigation summary: material #: 367839; lot/batch #: 2195954. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retained samples were draw tested. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.